Manufacturer narrative:
(B)(6).

Event description:
According to the reporter: the customer stated that after the loading of the reload onto the handle, an open/close test of jaws was performed without difficulty. Three status indicators illuminated green. The device suddenly shut down and restarted. The handle calibration started. Both handle and adapter status indicators illuminated and the general status indicator illuminated blue. Then the device stopped. The battery compartment was closed. Upon removal of the reload, the calibration started. Both handle and adapter status indicators illuminated. Then the reload was connected to the handle without problem. The device worked fine. Procedure - no information available.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one battery pack and one idrive powered handle. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The battery leads were damaged. No damage was noted to the battery. After recharging the battery, no further abnormalities were noted. Due to the noted damage, functional testing of the subject battery could not be safely performed. No further abnormalities were noted for the handle. Review of the electronic data log confirmed that the handle displayed error codes. The extreme battery depletion can occur when an external load is applied to the battery for an extended period of time. This may occur if a battery is left in a handle instead of being stored on the charger. The noted damage on the battery can occur from rough handling or dropping of the device. The file will be closed as a misuse by the user. Should new information become available, the file will be re-opened and reassessed at that time.